Event description:
It was reported that during preparation of a steerable guide catheter (sgc), the dilator of the sgc was unable to be flushed. The rotating hemostatic valve on the guide dilator was flushed. However, flushing toward the guide lumen was not possible. An attempt to advance a wire was made, but the wire could not go through. An attempt to loosen the connection between the dilator shaft and the valve was made but was not successful. Therefore, the device was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
H6 medical device problem code 1316 was removed. All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.